Manufacturer narrative:
Mep13 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. One mep13 device was returned for investigation. Breast tissue was found in the basket prior to initialization. The probe was pulling adequate vacuum; however, dried blood prevented tissue from transporting. Due to the discovery of the tissue, this event was assessed against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be a reportable malfunction.

Event description:
Devicor medical products, inc. Received a report from our affiliate, devicor medical (B)(4), stating, "no tissue sample acquired. The new probe was used and the procedure was completed". This has been documented in our system as record # (B)(4).